Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after the 2nd firing, the surgeon was able to released the reload from tissue. Once the jaws closed, the jaws would not open. The reload indicator was flashing green. After this issue, surgeon used the manual handle ((B)(4) universal) to complete the procedure. After the operation, staff removed the battery and reset the device, then jaws moving were normal and reload was released from adapter. The reload are not return because it was discarded by hospital. The event occurred in use for patient. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.